Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, software version: 2.0.3283 product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (8.0 mg/ml at 6.9940 mg/day) and bupivacaine (40.0 mg/ml at 34.970 mg/day) via an implantable pump. It was reported that during a pump refill, while telemetry and connection with the pump was in progress, the communicator was placed on the pump and the synchromed application on the clinician programmer tablet had a "bug" regarding an error message that appeared. The physician however did not release the number regarding the error message seen. It was further reported that the connection was lost while the session was still open. A nurse restarted the connection with the pump and the messages appeared. As per the pump's session report, the service code 224 regarding warning message for the pump is stopped, and service code 259 regarding pump memory error; myptm (personal therapy manager) settings not available had occurred. Factors that may have led or contributed to the issue were unknown. It was noted that the patient reported nothing abnormal that day. No surgical intervention occurred and no surgical intervention was planned. The issue was resolved as of (B)(6) 2024. It was further reported that they checked the dose concentration information, and there were no events in the logs except the event in december following magnetic resonance imaging (MRI) that was coinciding with a pump motor stall having occurred on (B)(6) 2024 at 14:06 followed by motor stall recovery the same day at 15:05 as per the session report provided. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that a message appeared during the 2nd telemetry indicating that the pump had been stopped for 4 minutes. The hcp immediately reconnected, and had to re-enter the dose per day and the boluses, and the volume of the reservoir had been taken into account. The hcp checked the tabs and closed the session. In the session report of 12:09, there were messages, but the rep stated that they did not see anything in the logs. The reports of the sessions were provided. It was reported that the code 259, seen in the session report, was the report version of service code 114, indicating that a pump memory error had occurred, resulting in the loss of all myptm information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.